Event description:
It was reported the pt had not been able to recharge the ipg or use the scs system in over 3 months. When contacted, the pt indicated it had been 6 months since he had charged the ipg. Follow-up identified the pt had canceled an appointment for troubleshooting and may undergo additional back surgery rather than pursue a replacement of the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.